Manufacturer narrative:
MFR's comment: the benefit-risk relationship of seprafilm is not affected by this report.

Event description:
Adhesions between loops and abdominal wall (abdominal adhesions). Lack of efficacy (device ineffective). Case description: spontaneous report was rec'd on (B)(6) 2012 (additional info was rec'd on (B)(4) 2003) from a physician regarding a pt (demographic not provided), initials (B)(6). On an unspecified date in (B)(6) 2012, the pt underwent pelvis exenteration surgery and three seprafilm (sodium hyaluronate, carboxymethylcellulose) sheets were placed in the cancer pt with tumor of the rectum using conventional chemotherapy (without radiotherapy). The sites of application were in the pelvis, near the bladder and between the small intestine and abdominal wall. On an unspecified date (after one month from the initial surgery), the pt underwent reoperation and the physician observed an immense amount of adhesions between loops and the abdominal wall (free adhesions) which did not allow him to enter the abdomen. It was reported that after the physician used this seprafilm package his pt didn't experience the expected effects (lack of efficacy), because adherence occurred at the application site. The outcome for the event of adhesions between loops and the abdominal wall was not provided. Concomitant medications were not provided. The intensity for the event of adhesions between loops and the abdominal wall was not provided the reporting physician did not provide the causal relationship between seprafilm and both events.